Event description:
A malfunction was reported on the pump, and the caller noted that no notable events had occurred prior to the issue. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not reset the pump for this malfunction in the last 24 hours but reported at least three occurrences of the same issue with the pump. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.